Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where new patient was not crossing over. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where new patient was not crossing over. A technical support specialist (tss) worked on the application server, verified that bd services were running, and found no down notices in health sight viewer (hsv). The tss checked the provided sample and confirmed that no messages were received. Server downtime and external received message were reviewed, showing no current messages and returned as null, indicating no new messages from cerner. External messaging and inbound processor logs were checked, with no concurrent or major errors except indications of failed message processing. The tss restarted the external messaging and external inbound processor services, reran the server downtime check, and verified that messages were now current. The customer confirmed that everything was working, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.